Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During the procedure, the handpiece would not activate with the toggle switch in the down position. The device functioned correctly with the toggle switch in the up position and the case was completed that way. There were no adverse patient consequences.

Manufacturer narrative:
The procedure was gynecological.